Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that following an implant procedure. The patient complained to had a clear fluid coming out at lead incision site. Symptoms of nausea and headache were noted. Infection was suspected which was unknown if it was device related. Nothing happened during the procedure that contributed to the infection. It was also mentioned that the patient was experiencing shocking sensation even the device was on or off. The patient was admitted in a hospital and was given an intravenous antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was prescribed an oral antibiotics. Additional suspect medical device component involved in the event: model #: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that following an implant procedure. The patient complained to had a clear fluid coming out at lead incision site. Symptoms of nausea and headache were noted. Infection was suspected which was unknown if it was device related. Nothing happened during the procedure that contributed to the infection. It was also mentioned that the patient was experiencing shocking sensation even when the device was on or off. The patient was admitted in a hospital and was given an intravenous antibiotics.